Event description:
On (B) (6) 2009, terumo cardiovascular was informed that after cardiopulmonary bypass surgery, the connection on the venous reservoir came loose. It was reported by the user facility that there was a blood loss of 50-100 cc's. The pt is stable and doing well.

Manufacturer narrative:
Terumo did not receive the suspect device from the customer, so the evaluation was limited to a review of mfg documentation. Based upon available info, the event may have been caused by an insufficient connection made by the user facility. The event may be due to operator error. Terumo is aware that the pt lost 50-100 cc of blood, but it has been reported that the pt is stable and doing fine.